Event description:
On august 7, 2006, the lay user/reporter (son) contacted lifescan alleging that his mother's one touch ultrasoft lancing device was damaged. The medical affairs specialist (mas) mailed a letter to the reporter on august 10, 2006, since he could not be reached by telephone. The mas listened to the call between the reporter and custoemr care advocate to obtain/verify inforamtion. The reporter believes the lancing device broke about 3-4 weeks ago. He indicated that the cap would no longer screw onto the lancing device. The reporter also mentioned that as a result of the issue, the patient was unable to test her blood glucose. During this time, the patient had to visit her doctor two times. At each visit, the pt apparently had unspecified symptoms and blood glucose readings of over "500 mg/dl" using a blood glucose meter in the doctor's office(s). At one visit, the reporter stated that the patient received IV treatment for an unspecified reason. He mentioned that his mother has a history of congestive heart failure (chf). It would have been helpful to know the following information: the patient's symptoms, when the symptoms began, the medication regimen, and if the patient was following the regimen before and during the time of concern. Also, it would have been helpful to know if the patient was able to use a backup meter or lancing device. The meter, test strips, control solution, and lancing device were replaced. This complaint is being reported due to the following conclusion: the patient's symptoms, when the symptoms began, the medication regimen, and if the patient was following the regiment before an during the time of concern. Also, it would have been helpful to know if the patient was able to use a backup meter or lancing device. The meter, test strips, control solution, and lancing device were replaced. This complaint is being reported due to the follwing conclusion: the patient was unable to test her blood glucose because of the alleged issue. She had symptoms, obtained results of over "500 mg/dl" in the doctor's office, and received medical treatment.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.